Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: faulty cable. As to the cause of the faulty cable, olympus surmised that the cable was disconnected due to a twist on the cable. The event can be prevented by following the instructions for use which state: "never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. " olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that error e216-(scope communication error) occurred due to a defective cable unit. Additional findings include that the cable unit was twisted and the coupler unit was corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Event description:
The olympus field service engineer reported (on behalf of the customer) that while using the hd 3cmos autoclavable camera head, there was an e216 scope communication error message. The issue occurred during the procedure. There were no reports of patient harm.